Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the bed exit alarm. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of abed exit not alarming were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
On 20-feb-2026, a other health care professional contacted technical service to report that centrella frame (product code p7900a000011, serial number (B)(6)), had bed exit alarm not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.